Manufacturer narrative:
On 17-jan-2022, mentor received additional information regarding the suspected medical device. Additional information revealed that the reported device was manufactured by another company, and mentor will not continue on the product investigation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-nov-2021, mentor received additional information regarding the procedure, patient¿s information, patient¿s symptoms, implantation date, event date, and explantation date. The patient underwent a revision breast augmentation with the suspected medical device. The patient¿s identifier is (B)(6). The patient¿s age at the time of event was 59. The patient is caucasian. The patient experienced bilateral breast pain and rupture. The suspected medical device was implanted sometime in 2000. The implantation date was estimated as (B)(6) 2000. The bilateral rupture was observed sometime in apr-2018, and the diagnosis was confirmed based on ultrasound and the patient¿s symptoms. The event date was estimated as (B)(6) 2018. The patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: breast pain, rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: smpx490, serial #: (B)(6) serial #: (B)(6) on (B)(6) 2021, mentor received additional information regarding the patient¿s information and suspected medical device. The patient¿s dob is (B)(6) 1962. The relevant field has been updated. The mentor failure analysis lab has received the suspected medical device for evaluation. However, the device appears to be a non-mentor device. Follow-up is in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced rupture (unknown side) postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available, a supplemental report will be submitted.